Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that while the patient was in the hospital for congestive heart failure, pacing inhibiton on the right ventricular (rv) and left ventricular (lv) channels was observed. It was thought to be due to oversensing, however no oversensing was able to be recreated with isometrics. A device interrogation revealed good threshold and impedance measurements. It was noted that the pacing inhibition was seen on two different occasions. The cause of the pacing inhibition remained unknown. The patient had been lost to follow up for over a year and upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) was found to have been at elective replacement indicator (eri) for three months. Subsequently the device ws replaced. The rv lead and another manufacturer's lv lead remained in service with the new device. No additional adverse patient effects were reported.